Event description:
It was reported that the user experienced frequent and severe low blood glucose events while using the ilet system and requested to return to a previous pump; review of synced data and reporting indicated inconsistent or missed meal announcements, and support advised contacting customer care for return guidance. Symptoms included hypoglycemia with associated feelings of sickness and lethargy requiring repeated intake of oral glucose. Outcomes included a serious health impact requiring unexpected medication intervention with oral glucose. Investigation included communication with the user, analysis of information provided by the user, and review focused on potential procedural or method issues. Investigation of this case revealed no device problem and identified a usage problem related to meal announcements, with user interface factors noted. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.